Event description:
During an atrial fibrillation ablation procedure an air leak occurred. Prior to sheath insertion the user noted the sheath set did not fit as securely as expected. Following insertion, air was aspirated in the right atrium. The sheath set was removed and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed a tear on the visible surface of the proximal seal, consistent with damage during use. The device history records for each possible batch number (6376681 or 6601352) were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the tear is consistent with damage during use.